Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the returned maquet sheath and catheter tubing. A catheter tubing kink was observed at 76.45cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, pressure tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and did not fully inflate. The reported alarm was most likely triggered by the observed kink. It is difficult to determine when or how the kink may have occurred. Although we did not repeat this event in the laboratory setting, a kink in the catheter tubing may cause inflation difficulty or an alarm. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jun-2019 through may-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). Occupation: chief of perfusion. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and stopped pumping. The tip of the iab was located between the fifth and sixth intercostal space so the customer attempted to advance the iab which led to the alarm. The iab was removed and not replaced as there was no patient deterioration. There was no patient harm or adverse event reported.